Event description:
(Suspected tissue expander deflation). Product was returned to the contract lab without proper identification of the product, or accompanying explanation of event. Attempts to contact "initial reporter" for additional information have been unsuccessful to date. No further information is available at this time.